Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23-oct-2014 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "folds and dents in various areas. Disfigured implant, the implant is 'not cute' when the patient lays down", deflation.

Event description:
Patient reported right side "folds and dents in various areas." Patient also reported a "disfigured" implant. And that the implant is "not cute" when the patient lays down. Additionally healthcare professional reported right side deflation. Device remain implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening . Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening in the side valve bond edge assessed as unidentified (tear) opening. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Device has been explanted.